Event description:
Customer reported via phone, she was attempting to administer a bolus but the numbers kept scrolling. She removed the battery in attempt to resolve the issues and the device alarmed failed battery test. Customer inserted a new battery and the device then alarmed button error and she is unable to clear the alarm. Customer's blood glucose was 167 mg/dl. Customer stated she wears the device in her bra so it might have been exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. She declined troubleshooting for other issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.